Manufacturer narrative:
The insulin pump received with operating currents within spec. No weak battery alarms were noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistance(gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump received with bleeding lcd glass. Unit received with cracked case at display window corners, display window, reservoir tube window corners and battery tube threads. The insulin pump received with minor scratched display window and case. The insulin pump received with stained end cap sticker and back address serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 498 mg/dl at the time of the incident. The customer had felt their blood glucose levels were high the previous day but did not test them. The customer was at 300 mg/dl at the time of admission. The caller did not mention how the customer was treated. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer got motor error alarms and no delivery alarms that interrupted insulin delivery. The customer was able to preform a rewind on the pump. The customer's parent reported that the customer ignores all the alarms on their pump. Troubleshooting was completed and a broken display was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.